Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Corrective section- b5: information was received on january 22, 2021 and it was confirmed the patient went to the hospital but was not admitted. If information is obtained that was not available for the follow-up 01 medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information was received on january 22, 2021 and it was confirmed the patient went to the hospital but was not admitted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, weight, and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad unspecified ap). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa). Lot # and UDI are not available. Device is not expected to be returned for manufacturer review/investigation device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A mother (reporter) of a girl (consumer) reported and event with unspecified band aid brand kizu power pad (kpp). On (B)(6) 2020, the consumer got a wound on her face, and the reporter applied kpp to the consumer¿s wound. On (B)(6) 2020, the reporter took the consumer to a dermatologic clinic because the reporter did not want a scar remaining on the consumer¿s face with the treatment by the reporter. According to the reporter, a dermatologist found that the consumer¿s wound formed yellow pus when he/she removed the kpp. The dermatologist disinfected the consumer¿s wound and prescribed gentacin (gentamicin sulfate) ointment. The reporter was told by the dermatologist that she could use kpp if she wanted around 3 days later. The consumer is still experiencing symptoms. The consumer was admitted to the hospital.